Event description:
It was reported that during an unknown procedure that the device failed to fire on the initial firing. Another device of the same product code was opened and used to complete the case. No patient consequence.

Manufacturer narrative:
Date sent: 11/6/2006. Yielded jaw. The analysis results confirmed that the jaws had become misaligned/yielded causing the clips to be scissored/ejected and making the instrument non-functional. While no conclusion could be reached as to how this misalignment had occurred, we have documented the circumstances as they were reported to us.